Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I prolactin results for a patient sample. The following data was provided (customer¿s reference range 5.18-26.53 ng/ml):07feb2024 result = 47.22 ng/ml, 18feb2024 result = 38.07 ng/mlsiemens xp platform result = 18.74 ng/ml (reference range 2.8-29.2 ng/ml)roche platform result = 604 uiu/ml (reference range 72.0-511.0 uiu/ml) no impact to patient management was reported.

Manufacturer narrative:
Section d4 - primary UDI number: this section was corrected from (B)(6) the complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Return testing was not completed as returns were not available. Ticket search by lot indicates that the reagent lot performs as expected. A review of tracking and trending did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the complaint lot. In-house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency with the alinity I prolactin, lot number 53599ud02, was identified.

Event description:
The customer observed falsely elevated alinity I prolactin results for a patient sample. The following data was provided (customer¿s reference range 5.18-26.53 ng/ml): (B)(6) 2024 result = 47.22 ng/ml, (B)(6) 2024 result = 38.07 ng/ml siemens xp platform result = 18.74 ng/ml (reference range 2.8-29.2 ng/ml) roche platform result = 604 uiu/ml (reference range 72.0-511.0 uiu/ml) no impact to patient management was reported.